Event description:
It was reported that the customer was hospitalized due to diabetes issue. Caller stated that they were trying to upload customer's insulin pump to see data and they were not able to link the insulin pump to carelink. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.